Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. Visual examination of the device showed no damage to the catheter shaft. Functional analysis was done by completing the setup procedure. Test results showed that device was tested in blades up and blades down modes with no issues. The complaint for blades not spinning issues were not confirmed. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the device lost rotation. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the catheter was stopped rotation but it was not frozen to the wire. The procedure was completed and there were no patient complications reported. The patient's status was fine.